Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned and investigated. The reported difficult to position (sleeve steering issue) was not confirmed. The returned device analysis confirmed that the steerable sleeve functioned as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported difficult to position (sleeve steering issue) could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the sleeve steering issue. This was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. While steering the clip delivery system (cds) using the m-knob, the cds went the wrong direction. The device was removed and re-keyed twice, but the same issue occurred. The clip was not implanted, the cds was removed. A total of two clips were implanted, reducing mr to 2. There was no reported adverse patient effect or a clinically significant delay in the procedure. The patient remained in stable condition. No additional information was provided.